Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1) occurred with multiple cartridges. Blood glucose ranged in the low 200s mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.